Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee arthroplasty, the screw on the tibial impactor was noted to be stripped. The surgery was completed with a second impactor that was on hand. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified nicks and gouges inside the hex head of the screw of the impactor. When disassembled, the remnants of the nylon plug which prevents disassembly can be seen. Device history record was reviewed and no discrepancies were found. The device has been in the field for approximately eleven years and six months and used an unknown number of times. The root cause can be attributed to wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon additional review, this event is not reportable. There is no reported hard or injury to the patient. This malfunction has not caused or contributed to a death or serious injury in the past.

Event description:
Upon additional review, this event is not reportable. There is no reported hard or injury to the patient. This malfunction has not caused or contributed to a death or serious injury in the past.